Event description:
On (B)(6) at 9:40am the ivtm therapy was started with the thermogard xp ivtm system. The icy catheter (lot 184825) was inserted via left femoral. On (B)(6) at 9:50am, which was during the maintenance phase, the ccu chief nurse mr. Lai noticed the saline color in the saline bottle and start-up kit (suk) (lot 185648) tubing turned to light yellow(pink). After doing the leak check, the yellow(pink) saline was seen in the syringe, the chief nurse suspected leaking on the balloon catheter. During the time, there was no alarm on the console. The customer reported a decrease of around 20cc of saline in the saline bag and suspected 20cc of infusion into the patient's bloodstream. A new set of icy and suk was replaced at 11am on that day, and then ivtm therapy continued as intended until the end of the procedure. No impact to the patient.

Manufacturer narrative:
The icy catheter in the complaint was discarded by the customer and will not be returned for investigation. Therefore, a physical investigation will not be performed.